Event description:
During an attempted cardioversion procedure the device did not complete the power on sequence. The device could not be turned off. A back up device was obtained and care to the patient was continued. When the hospital biomedical technician reported that during transport to the repair shop the device turned itself off.